Event description:
It was reported that the patients ipg was no longer holding a charge and needed to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.